Event description:
It was reported that during a ureteroscopy procedure, the fiber broke midway. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body has no defects. Microscope inspection found that there was a distorted light exiting the connector face and burn marks on the connector. The fiber connector was analyzed, and was found that light was not passing through, indicative of an internal connector fracture, thus confirming the fiber break reported. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The fiber connector break could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector and the interaction of the console with the fractured connector likely caused it to overheat, resulting in the observed burn marks. The instructions for use states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke midway. The procedure was completed with another fiber without patient complications.